Manufacturer narrative:
Still under investigation.

Event description:
In 2008, a male pt underwent initial aaa repair with one main body graft and two iliac leg grafts. Due to the pt's tortuous anatomy, over time a type I endoleak developed. An iliac leg graft was placed on approx three and a half months prior to event date to successfully resolve the endoleak. Known four days earlier, device was placed four days later. Endoleak resolved. Pt is fine.